Event description:
A bipap a30 was returned to a third-party service center for service in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found evidence of foam degradation. Also, during evaluation, a ventilator inoperative error code related to the device having 3 reboots occurred within 24 hours was confirmed in the event log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. No repair was performed. The device will be scrapped as per customer request. Additionally, during the evaluation of the device at a third-party service center, error codes unrelated to the ventilator inoperative error code for the issues of an error with the coin cell voltage being outside of its valid range of 1.65 to 3.6v and software detecting that real time clock registers re-setted or got corrupted. The technician recommended replacing the device's circuit board to address the error code issues. No repair was performed. The device will be scrapped as per customer request.